Event description:
It was reported that suture placement was attempted with a prostar xl device in the common femoral artery using the perclose technique prior to a transcatheter aortic valve (tavi) repair. The arteriotomy was 6 fr. Reportedly, when the needles were being removed from the hub, two needles were not connected to the suture ends (white). The device was removed and a second prostar xl was deployed and the sutures set aside to perform the index procedure. The sheath was upsized to an 18f and the index procedure was completed. After completion of the tavi procedure hemostasis was achieved with the successfully pre-placed prostar xl sutures. There was no adverse patient effect and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - femoral angiogram not taken. The proglide instructions for use state: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. (B)(4) - indication for use. The prostar xl 10 f system is designed for use in conjunction with 8.5 f to 24 f sheaths. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.